Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer¿s blood glucose level. Technical support provided education on battery best practices, and customer was advised to monitor system and call back if issue persisted, with no additional outcome details available.